Event description:
It was reported that the patient was reprogrammed on (B)(6) and that night the stimulator just turned off. The patient had lost his programmer and was not able to turn the stimulation back on. A replacement programmer was ordered for the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown. Product type: programmer, physician: product ID 3389s-40, lot# v535392, implanted: (B)(6) 2010. Product type: lead: product ID 3389s-40, lot# v535392, implanted: (B)(6) 2010. Product type: lead: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).